Event description:
On (B)(6) 2011, corporate product surveillance received notification of a report of damaged cassettes that had holes in them. A care giver reported six cassettes that they received the previous month had holes in them. There was no report of injury or medical intervention. The caregiver(cg) was contacted on (B)(6) 2011. The cg stated that the cassettes have already been discarded.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded; therefore, no sample evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damaged was not confirmed and the assignable cause was undetermined.